Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid right coronary artery with mild tortuosity and mild calcification. The 3.75 x 12 mm voyager nc was used for post-dilatation of a non-abbott stent; however, a balloon rupture occurred during the first inflation of 18 atmospheres (atm), for 5 seconds. No additional balloon was used, as the stent was well apposed to the vessel wall. It was noted that the voyager nc balloon was prepared per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route. Guide cath: heartrail jr4. Stent: promus element 3.5x20. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.